Event description:
The pt reported experiencing pain and sound quality issues with her device. External equipment was exchanged. However, the reported problem was not resolved. Testing showed that the pt's device is not functioning normally. Device revision surgery has been scheduled.